Event description:
It was reported that the drain broke off in the pt and the pt was returned to surgery on (B)(6) 2013 to remove the piece of broken drain. It was reported that the pt is doing fine.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. Instructions for use per (B)(4) state the following precautions to avoid the possibility of drain damage or breakage: avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked for free motion during closure to minimize the possibility of breakage. Drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Surgical removal may be necessary if drain is difficult to remove or breaks. (B)(4).